Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center image failed and cannot be restored only with endoscopes of the 180 series. No white balance possible even with other 180 series endoscopes or spiral cables. Endoscopes of the 190 series work. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image of scopes was not displayed due to faulty patient board set. Olympus will continue to monitor field performance for this device.